Manufacturer narrative:
No adverse patient effects were reported. The device remains implanted. This report will be updated if additional information is received.

Event description:
Boston scientific crm received information that this implantable cardioverter defibrillator (ICD) declared elective replacement indicator (eri) earlier than expected. The monitoring voltage was 2.55v and the charge time was 18.9 seconds. Technical services discussed the mid-life display of replacement indicators advisory behavior.